Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath¿ IV catheter had foreign matter.

Manufacturer narrative:
H.6. Investigation summary: DHR review: a review of the device history record was completed for sub-assembly #008664bjf lot 7360568 manufactured from 18-jan-2018 to 31-jan-2018 under used in claimed lot 8047624. This lot was reviewed regarding the tests of ¿foreign matter/ visible silicone¿, ¿damaged component (needle burrs)¿ and were not evidenced records that could lead to the claimed defect. Bd received one unpackaged device and was unable to verify a needle burr either on the sample or in the device history record and quality notifications analysis for the claimed lot. However, the catheter of the open device did have visible foreign matter noted. The device was sent for fourier-transform infrared spectroscopy to determine the content. The results showed the device had silicone visible and foreign matter (cellulose) on the catheter. The silicone found on the catheter can be have caused a perception of the burr on the product, the silicone is used in the assembly process. Foreign matter (cellulose) may have joined the silicone forming the foreign matter/burr found on catheter and have originated punctually during the assembly process of the angiocath product which may be related to the problem of excess silicone originated from the machine. The excessive amount of silicone that is dispensed during the catheter siliconization process. A corrective action project has been initiated to investigate the issue. CAPA #450094. As per request, ftir analysis was completed on the dark strand of material on the surface of the catheter. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely cellulose mixed with silicone. Cellulose has a wide number of uses including textiles.

Event description:
It was reported that the bd angiocath¿ IV catheter had foreign matter.